Event description:
Additional information was received on (B)(6), 2011 when the physician reported that he does not know when the cancer was first observed. He stated that there is no relationship between the cancer and the vns. It is unknown if any interventions were taken or planned or whether the patient has a medical history or if there are environmental factors that may have pre-disposed the patient to this cancer. The patient reported on (B)(6), 2011 that she has had chemotherapy treatment and is scheduled for a total of three before she has breast surgery. If further information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2012 when the surgeon reported that the patient will be undergoing a left breast mastectomy.

Event description:
On (B)(6), 2011 a vns patient reported that she had been diagnosed with inflammatory breast cancer of her left breast. The patient is in the process of undergoing more diagnostic tests to see if it has spread or is localized. The patient has not yet seen an oncologist or surgeon and does not have a plan of care. The patient said that she is anticipating a mastectomy and probable removal of the generator but she has not yet seen a surgeon so this cannot be confirmed. The relationship to vns is unknown at this time. The physician's nurse reported that the patient is having chemotherapy done. Per the patient, an oncologist has not been assigned but she had a breast biopsy performed the week of (B)(6), 2011. Good faith attempts for additional information from the physician have been to no avail thus far. If additional information is received, it will be reported.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient's last round of chemotherapy starts that day. The patient had a mastectomy before chemo but her vns system is still intact. The patient feels good and is getting stronger.